Event description:
It was reported that the customer's blood glucose went up to 400mg/dl and her boyfriend found her passed out. The customer was taken to the emergency room with high blood glucose over 400mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run a manual prime test and the insulin did exit. The caller stated that the time was off by a few minutes. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found a button error alarm and low reservoir alarm. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.